Manufacturer narrative:
Manufacturer reference: (B)(4). User facility listed.

Event description:
Customer states that upon the third fire to interlobar, the surgeon attempted to fire the device after confirming the status indicator flashing green; however, the device did not fire at all. Once releasing the jaws from the tissue, the surgeon approached to the tissue and pushed the blue toggle to fire the device after confirming the status indicator flashing green; however, the device did not fire. Replaced by new sulu, the device worked fine. Operating time extended less than 30 min. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
Product received on 02/24/16. This was noted on the initial report but, due to a technical glitch, was omitted from the submission. Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.